Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tube from the adapter was cut in the section were the transparent screw-cap is assembled. It was also observed that the transparent screw-cap was not received with the sample. A dimensional inspection was performed and was found that the piece was out of specification. Based on the sample received, the reported complaint was confirmed. The current process at the manufacturing facility was reviewed and it was found that the proper controls are in place to guarantee acceptable product. This is considered to be an isolated event.

Event description:
The customer alleges that the attachment area of the adaptor looked stripped before use. Several attempts were made to attach the adaptor, but it did not work.

Event description:
The customer alleges that the attachment area of the adaptor looked stripped before use. Several attempts were made to attach the adaptor, but it did not work.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual exam was performed and it was observed that the threads on the adaptor were damaged. Based on the visual exam, the reported complaint was confirmed. All personnel from the molding area related to this process were notified and a CAPA was opened to address this issue with the adaptors.

Event description:
The customer alleges that the attachment area of the adaptor looked stripped before use. Several attempts were made to attach the adaptor, but it did not work.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this time since the device sample or pictures of it are not available for evaluation. Customer complaint cannot be confirmed based only on the info provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.